Event description:
It was reported that when the stimulation was on, there was no stimulation sensation. The pt experienced the same lack of stimulation a couple months ago and went to their healthcare provider (hcp). The hcp found the impedances were fine and reprogrammed the device which then turned stimulation on again. Add'l info received later indicated that x-rays were taken (B)(6) 2011 and the lead had migrated. No surgical intervention was planned at this time. The pt did not required hospitalization due to the event and there was no injury.

Manufacturer narrative:
(B)(4).